Manufacturer narrative:
Date of event should have been (B)(6) 2018 rather than (B)(6) 2018. Report source should have included "study".

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited rising thresholds and dropping r waves. The lead was extracted and replaced. Patient was stable before, during, and after the procedure.